Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level. The battery did not continue to decrease while connected to a power source, and the device did not shut down unexpectedly. Technical support instructed the customer to charge the device with known working supplies, and the customer was able to upload pump data for further investigation.